Event description:
It was reported that the customer had a low battery alarm and black display on the insulin pump. The customer's blood glucose level was 235 mg/dl. The customer stated that their is no signs of physical damage to the insulin. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery to test with the insulin pump.the customer was advised that their going to ship a replacement for battery cap. No futher information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.